Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power connection was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system would not perform fluoroscopic x-ray after boot up. No patient injury was reported.